Event description:
The physician was attempting to implant a 3.0 mm diameter x 18mm length endeavor resolute rapid exchange (rx) drug eluting stent to a diagonal vessel through the cell of a newly deployed stent in the lad. The stent could not pass to the lesion. Post removal of the stent, the physician performed numerous pre-dilations of the cell. The lesion was treated with the implantation of another stent. The device was inspected prior to use with no issues noted. No pt injury occurred and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4): evaluation: results: (x-ray, fluoroscopy, ivus, CT MRI etc.); (stent deformation and failure to deliver device). Results & conclusion: (attempted delivery of the stent through the cell of a deployed stent). Evaluation summary: the 10th, 11th and 12th proximal stent segments were slightly raised and overlapping. Cd review: review of the procedural cd confirmed that jacket of stents were deployed distal to proximal in the lad. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).